Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (patient 1= 0.145 vs. Expected result < 0.012 ng/ml) from a single patient sample processed on the vitros 5600 system. The affected results were reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the affected results were questioned by the physician and the samples were repeat tested by the customer. A corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros 5600 system. An ocd field engineer performed service actions to the incubator and well wash subsystems of the analyzer. The equipment was returned to expected operation following these service actions. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Root cause of the event was determined to be instrument related. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence to suggest that a reagent related issue contributed to the event.